Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during sling solyx procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient experienced pain and was treated with narcotics and ibuprofen. The procedure was completed with the same device. The patient's condition at the conclusion of the procedure was reported to be good.